Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged eye irritation, nose irritation,respiratory tract irritation, dizziness and/or headache , liver disease/toxicity . This report was previously reported as product problem but after pms evaluation, this report has been reported as serious injury. Code section has been updated and corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness or headache and liver disease or toxicity. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.